Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with right ventricular lead noise upon interrogation. Noise not reproduced with range of motion exercises. Patient stated that days that they had an ultrasound and left breast biopsy on the days that the noise was noted. No programming changes made and patient continued to be monitored. Patient was stable.